Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. (Device product code) is only populated for esubmission purposes. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported via maude event report no. (B)(4) that they underwent a sleep study and was later advised by the lab that the data was corrupted. The study was reattempted to no avail as the issue recurred. Patient went a second time to repeat the tests and the lab technician noted that. The patient was instructed to turn off her dbs system which resolved the issue. Please note: had the patient contacted the manufacturer, instruction would have been given to adjust the device output to avoid the interruption of the eeg signal.